Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this lead, high out of range impedance values were exhibited following lead placement challenges; specific to the extension and retraction of the helix. The lead was removed and replaced in absence of adverse patient effects and is expected to be returned for analysis.